Manufacturer narrative:
(B)(4). Result of investigation: during initial bench testing, found the golden testing ventilator would not start up on both the external or internal battery power sources. Visual investigation/inspection found that the power board fuse was over heated and blown; which caused the power board not to function on both power sources; therefore reset alarm and (ln vent) was not possible to duplicate or determine. Scrapped power board. The service technician replaced the power board to correct the reportable issue.

Event description:
The customer reported that the ventilator was in for maintenance. While in service, the service technician noticed "reset alarm (ln vent)" occurred. This reported issue was found in service, so there was no patient involvement.